Manufacturer narrative:
The intraocular lens remains implanted. This report is being filed on an international device; zct700 that has similar devices: zct150, zct225, zct300, zct400, zct450, zct525, zct600, which are distributed in the united states under PMA p980040. (B)(4). It was indicated that the device is not returning for evaluation as it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric zct700 intraocular lens (iol) was implanted into the patient's operative eye on (B)(6) 2018. Reportedly, the surgery was uneventful. The iol was positioned at 95 degrees; however, 24 hours post-operative, it was measured at 120 degrees. The patient was reported to be plano pre-operative. Visual acuity post-operative: 20/70 -2. The patient was reported not seeing well. The iol was rotated back on axis at slit lamp on (B)(6). The patient is now ok after repositioning. No additional information was provided to johnson and johnson surgical vision, inc.